Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The field service representative found the gear pump pressure and the capacity of the cuvettes were low. He performed hypo flushing and adjusted quantities. He also replaced the suction hoses on the washing station. He checked and cleaned the syringes and plungers and adjusted the sample and reagent needles. All probe adjustment and rinse functionality were performed precisely. The qc was acceptable. Reagent issues were excluded. Following the service visit, the customer had no further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable urea/bun (ureal) results for 1 patient sample on a cobas 8000 c702 module. The initial result was 6.25 mg/dl and the repeated result was 52.25 mg/dl. The results were reported to the physician, who questioned the result based on previous results from the patient. The reagent lot number is 524793. The expiration date was requested but not provided.